Event description:
It was reported that the insertable cardiac monitor (icm) exhibited inappropriate pause episodes due to under-sensing. No programming changes were made. The patient was stable and would continue to be monitored.